Event description:
It was reported that the drill bit fractured. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
Visual examination of the returned product identified signs of use with dents/scratches/gouges on the hudson quick connect end. Black molded rubber sleeve has multiple tears. Drill bit flex shaft is bent to roughly 45 degrees at the end of the flexible shaft near drill bit quick connect end. No visible fragments or broken drill bit present within the drill bit quick connect end. No other damage was noted during visual evaluation. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.